Event description:
It was reported that guidewire tip detachment occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified femoral artery. A 300cm angled tip v-14 control wire was advanced to cross the lesion, however, failed to cross the lesion and the tip got detached. The detached part was removed and completed the procedure with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned by the customer, nevertheless the customer did provide pictures related to the complaint where is possible to observe a photo with the original pouch and another x-ray image that shows the distal tip section of polymer jacket detached.